Event description:
Related manufacturer reference: 3005334138-2015-00058, 2030404-2015-00045, 3005188751-2015-00052, 3005188751-2015-00053, 3005188751-2015-00054. During a cardiac ablation procedure, a pericardial effusion occurred. An agilis nxt introducer, an inquiry decapolar ep catheter, a reflexion spiral ep catheter, and two unknown sl1 introducers were placed in the heart during the procedure. While ablation around the pulmonary veins was being performed with the tacticath quartz ablation catheter, the patient became hypotensive. An echocardiogram revealed a pericardial effusion on the left side of the heart, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.